Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.